Event description:
It was reported that the self-adhesive of the infusion set had become wet due to a bent cannula. No adverse event was reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.